Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pacemaker syndrome type symptoms. Short v-v intervals were noted on the right ventricular (rv) lead. Some far field r-wave (ffrw) oversensing and noise were also noted on stored electrograms (egm) on the right atrial (ra) lead. The leads and implantable pulse generator (ipg) were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.